Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. The device was received and it was confirmed that one tip has broken off. The cause is unknown. There is evidence that too much applied mechanical force well beyond its calculated design use caused the breakage. The manufacturing documents do show conformity to the specifications. The microscopic view of the breakage does not show any anomalies.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, th e reduction forceps broke during an operation. No additional information is available. This is report 1 of 1 for complaint (B)(4).